Event description:
It was reported that loss of capture was observed. Physician suspected pericardial effusion. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.